Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump screen became frozen on the bolus menu and the customer was unable to clear the notification. There was no impact to the customers blood glucose level. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use a backup pump for insulin therapy.